Event description:
Reportedly, at the completion of the laparoscopic appendectomy, the instrument's safety shield and a screw from the port were detected in the patient cavity by x-ray. Subsequently, a re-operation was performed to retrieve the instrument's safety shield and a screw from the port to complete the procedure without further incident. Procedure: appendectomy. Patient status: discharged.